Manufacturer narrative:
Concomitant medical products: mdt-lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. Review of device data indicated multiple high rate episodes that appear to be physiological. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated rv sensitivity was re-programmed.

Manufacturer narrative:
Correction: aware date: (B)(6) 2018, due date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.